Event description:
The reporter stated the 8lpc tracheostomy tube was in the patient for two weeks when it was noted that the cuff was not keeping its pressure. The tracheostomy tube was removed and a second 8lpc with the same lot number was inserted. The removed tube was examined and the cuff inflated below water and the leak was apparently where the inflation tube joins the cuff. The tube was discarded.

Manufacturer narrative:
The history record for the lot number provided will be reviewed. No analysis or conclusions can be made without the device.